Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed two of the reported readings but they were received the day before. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor within 10 minutes. Results of 365 mg/dl, 135 mg/dl, 501 mg/dl and 171 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.